Event description:
It was reported that day post implant, the right ventricular lead was noted to have loss of capture, diminished sensing, and decreased pacing impedance. The lead was noted to be dislodged on the x-ray images. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.